Event description:
It was reported the pt experienced coupling/communication issues with recharging. The device had overdischarged. The pt was non-compliant with recharging. The pt showed signs of decreased cognition and did not demonstrate the ability to perform recharges. Two physician mode recharge sessions were completed with no progress. Prior to the third attempt, the pt stated they wanted to have the device taken out and have it replaced with a non-rechargeable device. The device was replaced with a non-rechargeable device. The pt recovered without sequela.

Manufacturer narrative:
The device recharged to full in about 5 hours, but discharged rapidly (about 1 hour) without a load. The device was recharged but continued to discharge rapidly. The device trace file indicated an overdischarge count of 1, and the device had not been charged for more than 1 minute 15 seconds since some time prior to 2006. Final device analysis revealed no significant anomalies found. The rechargeable device was functionally ok, but the battery had reduced capacity due to overdischarge.